Manufacturer narrative:
Based on the reported event it is hypothesized that during use an excessive torsional force was applied to the shaver which exceeded the mechnical strength of the distal tip. Dense bone, off-axis loading, and/or utilization of the device to open a collapsed disc space may have potentially contributed to excessive torsional loading during use resulting in the reported failure.

Event description:
It was reported that "during disc prepation, the 7mm rotate shaver broke off in the l5-s1 space. There was a 1-hour delay for microscope to be brought in to aid in seeing frgaments. The surgeon had to widen the disc space to access the broken piece."